Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The system failed to boot and exhibited a non-recoverable loss of system functionality. There is no report of death or serious injury associated with this event.